Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was further described as ¿the cat biting the patient line during therapy.¿ on unknown dates, the patient was hospitalized and was treated with unknown antibiotics (intraperitoneal, intravenous, oral, doses, frequencies, and durations not reported) for peritonitis. On an unknown date, the patient was considered recovered from the peritonitis event. The patient was not retrained in aseptic technique. Action taken with pd therapy during this event was not reported, however at the time of this report, the patient¿s catheter had been removed and the patient was performing hemodialysis therapy. No additional information is available.